Event description:
It was reported that the green led elements (bpm) were not illuminated. Out of box failure. There were no consequences or impact to the pt.

Manufacturer narrative:
The returned device was evaluated. During eval of the device, it was found that the bpm led middle horizontal segment does not illuminate on any of the three digits.